Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been no other complaint reported in the lot number. Add'l info was requested on (B)(6) 2011 by fax, phone and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).

Event description:
A consumer reported "due to an eye accident from 25 years ago, the lens fell into the eye on one occasion and recently had a stitch holding the implant release, requiring yet another operation." The implant surgery was performed 14 years ago. He stated he has glaucoma and his surgeon told him that due to his pressure spikes, the lens can dislocate. He reported due to his three previous surgeries to fix the iol, pigment dispersion affects the draining system and his pressure becomes a problem. In a f/u, the surgeon reported the iol had been sutured to the iris, became loose and had to be resutured. In the surgeon's opinion the iol did not cause or contribute to the event.